Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. Customer stated the back button was not responding. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The pump displayed a flashing medtronic logo after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test, download trace and history files using thump, or verify critical pump error (open book) alarm due to flashing display anomaly. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. Swapped a test electrical board 1 and the flashing logo persist. Swapped a test electrical board 2 out and the pump powered up properly (no flashing logo). Flashing medtronic logo after power on, fault isolated to electrical board 2. The back button functioned properly (turned the pump off). The force sensor zero offset is within specification (22.7 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Flashing medtronic logo is confirmed, fault isolated to electrical board 2. Download difficulty is conformed due to display anomaly. Critical pump error (open book image) alarm is unknown due to flashing medtronic logo. Unresponsive back button is not confirmed. The back button functioned properly (turned the pump off). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.